Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a failed battery test alarm and that the batteries were draining quickly. The customer's blood glucose level was unknown. The customer stated that he had to use a battery from a toy; customer was informed that it could have caused the alarm. The customer was unable to troubleshoot. The customer stated he would call back later. Nothing was replaced or returned for analysis.